Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message "transmitter loses signal" during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Product was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the data logs was performed and the device displayed the unknown message "transmitter loses signal" during a sensor session was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.